Event description:
It was reported that the c-arm on the 9900 system would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm motor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.